Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "pulled air through brown lumen when aspirating blood." The nurses clamped the line and discontinued blood draws through the lumen. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "pulled air through brown lumen when aspirating blood." The nurses clamped the line and discontinued blood draws through the lumen. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one mac catheter for analysis. Definite evidence of use was observed. Visual analysis of the mac revealed that the extrusion contained one slight kink/bend directly adjacent to the juncture hub. It was determined that this bend would not contribute to the customer report. No other obvious defects or anomalies were observed on the returned device. The hemostasis valve and mac device were then leak tested according to amrq-000038 rev.13. 1) low pressure leak resistance test: this states, "there shall be no leakage past the hemostasis valve when using a pressure of 38-42 kpa (3psi)." The mac was attached to a leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaks were observed. 2) high pressure leak resistance test: this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The returned obturator was placed over the hemostasis valve body. The extension lines were separately attached to the lab leak tester with the distal end of the sheath occluded and pressurized to 300kpa for 30 seconds. No leaking or inter lumen crossover was detected from any portion of the mac, which indicates that the sheath assembly is intact. 3) liquid leakage - hemostasis valve with catheter advanced: the parameters from the low-pressure leak resistance test were repeated with a lab inventory 9 fr dilator inserted into the sheath. The sheath was pressurized to 38-42 kpa for 30 seconds and no leaks were observed from any portion of the device. The returned device passed all three functional leak tests performed; therefore, the customer reported issue could not be reproduced during lab testing. A review of the bill of materials (bom) was performed as a part of this complaint investigation. It was identified that the potential lot identified (last lot purchased by this customer) expired in nov 2018. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed. Connect all extension lines to appropriate luer-lock line(s) as required.". The customer report of a leaking extension line could not be confirmed through the investigation of the returned sample. The sheath passed all relevant functional leak testing performed per bs en iso 11070 , and a device history record review performed on a potential lot revealed no relevant findings. Based on the customer report and the sample received, no problem was identified with the returned device. Teleflex will continue to monitor and trend on reports of this nature.